Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed lactate_3 (lac_3) and a falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. A siemens customer services engineer (cse) was dispatched to the customer¿s site. During the visit, the cse noticed that the reaction washer probe 5 was dispensing continuously and overflowing the cuvettes. The cse replaced valve, primed probe 5, performed an auto check which failed for photometer due to low water bath. Then, the cse emptied and filled the water bath and performed a check 1 on the photometer which passed. The customer performed daily maintenance, ran qc and calibration, which recovered acceptably. The reported issue was resolved by replacing the reaction washer 2-way valve v17 on reaction wash probe 5. The cause of the event is unknown. The instrument is performing according to specifications.

Event description:
The customer reported that falsely depressed lactate_3 (lac_3) and falsely elevated concentrated, carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s). The samples were reprocessed on an alternate atellica ch 930 analyzer. The repeat results matched the patient¿s clinical history. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.